Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow, down arrow, and contrast keypad buttons are sticking. The patient reportedly wears the pump on his belt and does not clean the pump. There was no reported patient impact as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad was separating from the base. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast and ok keypad buttons are unresponsive, and the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. There was corrosion observed around the contrast button and the keypad traces; open keypad connections at the contact button were observed.